Event description:
It was reported that the patient experienced low blood glucose levels (35mg/dl) with cramps and back pain on (B)(6) 2011 at approximately 3am. The patient reportedly occasionally entering a little bit more carbohydrates in calculations due to eating 6 times per day. The patient has reportedly had very minimal activity since experiencing a stroke and car accident in (B)(6) 2011. The patient's blood pressure medication was reportedly changed recently. The patient's basal rates were changed by an endocrinologist on (B)(6) 2011 and the patient has continued to use the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and pump history revealed data from the date of the alleged event ((B)(6) 2011) had been overwritten due to continued patient use and was no longer available for investigation. The history shows dates from (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.